Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the surgical sutures during a laparoscopic lobotomy after the specimen was removed, the needle¿s tail broke. It was stated that the surgeon did not pull the needle. Immediately, after the needle broke, they searched to determine its integrity and to ensure that no foreign body was left.